Manufacturer narrative:
(B)(4); the device was returned and is undergoing laboratory analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the hospital reporting beeping tones from the device. Initial interrogation found the device therapy was programmed off. There were no error codes or warning screens. The field representative programmed therapy back on and planned to submit device data to technical services. However, the field representative later learned the patient had been seen the day before, where noise was observed. The device had intentionally been programmed off at that time. Further troubleshooting of the noise revealed a template lost error code had been displayed when the clinician had interrogated the device. Untreated episodes dating back to (B)(6) 2018 were reviewed and showed high amplitude noise that was not consistent with electromagnetic interference (emi) or myopotentials. When capturing all three vectors there was noise on primary and secondary, but alternate appeared clean. There was still concern that there could be sensing anomalies in alternate. Engineering review of the device data and programmer logfiles revealed the device had undergone multiple resets. A malfunction could not be ruled out and the device was explanted and replaced the following day. No additional adverse patient effects were reported.

Manufacturer narrative:
UDI = (B)(4); this device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual inspection noted no anomalies; the seal plug was intact and the setscrew moved freely. The battery status was confirmed to be elective replacement indicator (eri). A review of the device memory found several errors. A review of the stored electrograms (egms) showed noise consistent with a bad connection. Manual electrical measurements were taken and normal sensing and defibrillation functions were observed; no noise was present on the live egm. The device was picked up to remove the test leads and it began to beep. The beeping was reproduced by squeezing the device and indicated the device was undergoing resets. The device case was removed to facilitate inspection of the internal components. Visual examination of the interior identified no anomalies. Detailed analysis identified a crack in the solder joint for the in-line battery fuse, which caused the intermittent power interruptions that resulted in the noise signals and beeping that were observed clinically.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the hospital reporting beeping tones from the device. Initial interrogation found the device therapy was programmed off. There were no error codes or warning screens. The field representative programmed therapy back on and planned to submit device data to technical services. However, the field representative later learned the patient had been seen the day before, where noise was observed. The device had intentionally been programmed off at that time. Further troubleshooting of the noise revealed a template lost error code had been displayed when the clinician had interrogated the device. Untreated episodes dating back to (B)(6) 2018 were reviewed and showed high amplitude noise that was not consistent with electromagnetic interference (emi) or myopotentials. When capturing all three vectors there was noise on primary and secondary, but alternate appeared clean. There was still concern that there could be sensing anomalies in alternate. Engineering review of the device data and programmer logfiles revealed the device had undergone multiple resets. A malfunction could not be ruled out and the device was explanted and replaced the following day. No additional adverse patient effects were reported.